Manufacturer narrative:
During the requested site visit, the field service engineer (fse) replaced the valve, syringe (7-77030-10) which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the valve, syringe (7-77030-10). The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation, provides instruction for the removal, replacement, and verification of the valve, syringe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6) or valve, syringe.

Event description:
The customer observed false reactive alinity I anti-hcv results on one patient. The results provided were: on(B)(6)2023 sid (B)(6)initial=0.62 s/co (< 1.00 s/co=nonreactive) /repeated=1.28 s/co and 1.30 s/co (> or = 1.00 s/co=reactive) /re-centrifuged and repeated on 11oct2023=1.94 s/co and 1.95 s/co /repeated on alinity ai01277=0.11 s/co and 0.10 s/co the customer concern for repeated reactive anti-hcv results. There was no reported impact to patient management.

Event description:
The customer observed false reactive alinity I anti-hcv results on one patient. The results provided were: on (B)(6) 2023 sid (B)(6) initial=0.62 s/co (< 1.00 s/co=nonreactive) /repeated=1.28 s/co and 1.30 s/co (> or = 1.00 s/co=reactive) /re-centrifuged and repeated on 11oct2023=1.94 s/co and 1.95 s/co /repeated on alinity ai01277=0.11 s/co and 0.10 s/co. The customer concern for repeated reactive anti-hcv results. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.